Manufacturer narrative:
Product analysis: analysis was able to confirm the cable ends would not close completely. Analysis noted that the outside cable insulation was pulled from alligator clip, the atrial clip did not close completely inside or outside of the boot, both ventricular clops did not close in the boot but closed when outside the boot. There were no shorted or intermittent connections found with the cable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cable was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cable's clip was not closing completely. It was noted that this made it impossible for the clip to maintain a connection with leads being tested. The cable is expected to be returned for analysis, but has not yet been received. No patient complications have been reported as a result of this event.